Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing. The oversensing was not reproducible, however strips showed noise on the rate sense egm, inhibition of pacing and inappropriate shock.